Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure. When the surgeon opened the pocket site, he saw that one tail of the lead was completely severed. The ipg and lead were explanted. The physician did not suspect malfunction on the ipg.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure. When the surgeon opened the pocket site, he saw that one tail of the lead was completely severed. The ipg and lead were explanted. The physician did not suspect malfunction on the ipg.

Manufacturer narrative:
Sc-1110-02 ((B)(4)). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Sc-8120-50 ((B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The complaint was confirmed. Only one fractured tail of the paddle lead was returned. The root cause of the lead fracture is unknown. All cables were also exposed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm.